Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer treated his blood glucose, but it continued to rise. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. After receiving the tubing clamp the customer called back to perform the high pressure test and the test passed. The customer's most recent glucose reading was 142mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.